Manufacturer narrative:
Previous emdr reported rupture. Upon receiving device information it was noted that device is non-PMA approved, hence unreporting rupture.

Event description:
Previous emdr reported rupture. Upon receiving device information it was noted that device is non-PMA approved, hence unreporting rupture.

Event description:
Device has been explanted.

Event description:
Patient reported rupture to unknown side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device information provided. Since affected side was not reported, device information was not linked to this report. Left device: lot# 2724255. Sn# (B)(6) . Right device: lot# 2787890. Sn# (B)(6) . Explant physician name: dr (B)(6) . Explant physician email: (B)(6) .